Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address tibial and femoral loosening and subsidence. Loosening occurred at the bone/cement interface. Cement manufactured by depuy.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found additional reports against the provided cement product code/lot code combination. Review of the device history records did not reveal any manufacturing deviations or anomalies. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.